Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the legal guardian that the needle did not deploy as intended and the cannula was found bent and did not insert into the skin; this indicates a needle mechanism failure. The pod was not worn. No impact on the patient¿s glucose levels was reported.